Event description:
It was reported to philips that the system was unable to boot. The user performed a cold restart, but the issue persisted. The user had to manually power on the host computer to start the system. No harm was reported to philips. Philips has started an investigation of this complaint.